Manufacturer narrative:
(B)(4)

Event description:
Additional information reported that the cause of the previously reported event was due to "human error." When attempting to remove all of the old pump medication, "not enough" of the medication was withdrawn. There was no product problem. The patient had no symptoms associated with the reported event.

Event description:
It was reported that there was difficulty filling or aspirating the reservoir. They were able to aspirate the reservoir, but unable to fill it. They expected to pull out 11.6 ml but only pulled out 8 ml. They were able to fill only 36 ml and met resistance. The drug infused via the pump was baclofen dose 1699, conc. 2000 mcg/ml (status new) and 4000 mcg/ml (status current). Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).